Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, battery compartment was cracked and there was contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed display is dim and reddish. The battery compartment has a crack from threads to case seal. The audio bolus button cover is peeled and responds normally. All of the other buttons respond normally. Evaluation revealed that there was contamination under all button contacts.